Event description:
Adverse event: delay (no code available). Product problem: system message (device displays error message). A doctor reported that during phaco, as system message was received. The system was rebooted and the case was completed. No pt injury was reported.

Manufacturer narrative:
The customer's complaint history was reviewed and there are no additional related reports for this system. No samples were returned for eval and root cause analysis. A root cause for the reported system message is unk and cannot be determined because no sample was returned for eval and steps could not be taken to replicate the reported issue. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).